Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 15-dec-2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pain ('pain all over the body head to toe right side') and device breakage ('she still have essure filaments (after essure removal)') in a 59-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, the patient experienced pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criterion medically significant), intracranial hypotension ("intracranial hypotension with haemorrhage"), haemorrhage intracranial ("intracranial hypotension with haemorrhage"), fatigue ("severe fatigue"), headache ("headache"), ear disorder ("otorhinolaryngology problems"), nasal disorder ("otorhinolaryngology problems"), laryngeal disorder ("otorhinolaryngology problems"), disturbance in attention ("concentration problems"), nausea ("nausea"), balance disorder ("imbalances"), sleep disorder ("sleep problems") and complication of device removal ("she still have essure filaments (after essure removal)"), 13 years 1 month after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pain, device breakage, intracranial hypotension, haemorrhage intracranial, fatigue, headache, ear disorder, nasal disorder, laryngeal disorder, disturbance in attention, nausea, balance disorder, sleep disorder and complication of device removal outcome was unknown. The reporter considered balance disorder, complication of device removal, device breakage, disturbance in attention, ear disorder, fatigue, haemorrhage intracranial, headache, intracranial hypotension, laryngeal disorder, nasal disorder, nausea, pain and sleep disorder to be related to essure. The reporter commented: patient¿s current status: she is no longer working, she is on long sick leave. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kgs. Abdominal x-ray - on (B)(6) 2021: presence of two essure filaments, one in the median situation and the second in the left lateral situation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 15-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of pain ('pain all over the body head to toe right side') and device breakage ('she still have essure filaments (after essure removal)') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, the patient experienced pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criterion medically significant), intracranial hypotension ("intracranial hypotension with haemorrhage"), haemorrhage intracranial ("intracranial hypotension with haemorrhage"), fatigue ("severe fatigue"), headache ("headache"), ear disorder ("otorhinolaryngology problems"), nasal disorder ("otorhinolaryngology problems"), laryngeal disorder ("otorhinolaryngology problems"), disturbance in attention ("concentration problems"), nausea ("nausea"), balance disorder ("imbalances"), sleep disorder ("sleep problems") and complication of device removal ("she still have essure filaments (after essure removal)"), 13 years 1 month after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pain, device breakage, intracranial hypotension, haemorrhage intracranial, fatigue, headache, ear disorder, nasal disorder, laryngeal disorder, disturbance in attention, nausea, balance disorder, sleep disorder and complication of device removal outcome was unknown. The reporter considered balance disorder, complication of device removal, device breakage, disturbance in attention, ear disorder, fatigue, haemorrhage intracranial, headache, intracranial hypotension, laryngeal disorder, nasal disorder, nausea, pain and sleep disorder to be related to essure. The reporter commented: patient¿s current status: she is no longer working, she is on long sick leave. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Abdominal x-ray - on (B)(6) 2021: presence of two essure filaments, one in the median situation and the second in the left lateral situation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.